Event description:
Intra-aortic balloon had been in pt for 2 1/2 days. Blood backed up in iab catheter. Intra-aortic balloon leak due to rupture. The pt's blood pressure prior to the iab rupture was 125/64 and following the rupture there was a decrease to 114/40. The pt did not otherwise exhibit any other problems as a result.